Event description:
It was reported that during central processing, maryland bipolar forceps instrument clear seal around the distal tip was ripped and discolored. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring, localized melting and discoloration at the grip base between the grips. The instrument passed the electrical continuity test.